Event description:
On 12/27/2024, it was reported by a facility representative via (B)(4) that an ar-6475 arthroscopy pump did not set off an alarm when it was trying to overpressure when clamped. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is the possible wear and tear of the device. The complaint allegation was not confirmed. No evidence of the failure was received.